Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Device analysis: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one needle-suture piece and one detached needle that pertain to product code 8702h. This product code is double-armed. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected, and no suture remnant could be observed in the barrel hole. The other end of the suture, which was attached to the needle, was not returned. Upon visual inspection the returned the needle-suture piece. The swage and attachment area was noted to be as expected. The suture pieces were observed with the extreme cut. Body fluids and crimping marks on the surface of the suture that was possibly caused by a surgical instrument. Overall, no needle pull-off was observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, ten unopened samples that pertain to the product code 8702h. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2023 and suture was used. During the procedure, when he was doing CABG procedure and suturing using our prolene 7/0 for distal anastomosis, the suture needle detached from swage. No adverse patient consequences were reported. Additional information was requested.